Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on four patient samples on the dimension exl with lm instrument. Quality control (qc) was acceptable before the affected samples were processed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument, replaced all integrated multi-sensor technology (imt) tubing and the rotary valve seal, cleaned the imt tower and rotary valve, performed super conditioning procedure, aligned the pump, performed conditioning and dilution check, and ran qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on four patient samples on the dimension exl with lm instrument. The initial results were not reported to the physician(s). The samples were repeated twice on the original instrument. The 2nd repeat results recovered higher than the initial results and matched the patients' clinical histories. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.